Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies failed. The field service engineer (fse) guided the customer through recovering auxiliary pockets 2.1 d1 and d3. The recovery was performed by selecting the missing pockets in the system interface. After the recovery was successful, the customer reloaded the medication to confirm proper functionality. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed. A pyxis technician repaired the machine; however, the issue recurred again. This time, the failure involved drawer, and the system displayed the message: duplicate address detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.